Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: peritoneum,only found 1 essure coil and it was not in the tube,/right side near the vaginal cuff'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia) in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, body mass index normal, augmentation mammoplasty, tummy tuck, neck surgery, back surgery, depression, asthma and acid reflux (oesophageal). Essure confirmation test(s) conducted, specify2007(as per pfs). Other (please describe) - dye scan total bilateral occlusion. Concurrent conditions included anxiety, degenerative disc disease, bipolar disorder and tendency to bruise easily. Concomitant products included alprazolam, atomoxetine, baclofen, duloxetine, estradiol, hydrocodone bitartrate;paracetamol (norco), omeprazole magnesium (prilosec), ondansetron, pregabalin (lyrica), quetiapine, sulfamethoxazole;trimethoprim (bactrim) and vitamin d nos (vitamin d). In (B)(6) of 2007, the patient had essure (ess205) inserted. In (B)(6) of 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) and dyspareunia ("dyspareunia (painful sexual intercourse). In 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) of 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti often"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) of 2012, the patient experienced fatigue ("fatigue"). In (B)(6) of 2014, the patient experienced nausea ("nausea") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) of 2015, the patient experienced pelvic pain ("pain"). On (B)(6) 2015, the patient experienced endometriosis ("other injury(ies) or complication (s) please describe:endometriosis"). In 2015, the patient experienced fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), tooth disorder ("dental problems"), cyst ("tumor / teratoma cancer type: cysts"), back pain ("low back"), abdominal pain lower ("cramping ") and acne cystic ("hormonal changes describe: hormone cystic acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and bilateral salpingooopherectomy,surgical removal of coil(s), diagnostic laparoscopy-lysis of adhesion). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, cyst, fatigue, weight increased, irritable bowel syndrome, fibromyalgia, back pain, abdominal pain lower, endometriosis and acne cystic outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, acne cystic, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 179 lbs. Discrepancy noted in date of insertion (B)(6) of 2007 and (B)(6) of 2007. On 2007 dye scan should total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pathology test - on an unknown date: received in formalin in a container labeled with the patient's name and "right fallopian tube and ovary," is a 7 gm adnexa specimen including an ovary measuring 2.2 cm in greatest dimension with attached fallopian tube measuring 2.5 cm in length and 4-5 mm in diameter. Cut sectioning of the ovary reveals multiple cystic structures measuring up to 5 mm in greatest dimension, which are either hemorrhagic or filled with clear fluid. There is no discrete mass lesions c. Essure device from right peritoneum received in formalin in a container labeled with the jatient's name and "essure device from right peritoneum," is a segment of metal coil measuring 2.0 cm in length and 1 mm in diameter consistent with essure device with attached soft tissue. Gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: hormone cystic acne. Onset date of event dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, urinary tract infection, migraine, nausea, pelvic pain, fibromyalgia, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, endometriosis were updated. Event genital bleeding was downgraded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: peritoneum,only found 1 essure coil and it was not in the tube,/right side near the vaginal cuff.'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('bleeding') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, body mass index, augmentation mammoplasty, tummy tuck, neck surgery, back surgery, depression, asthma and acid reflux (oesophageal). Essure confirmation test(s) conducted, specify2007(as per pfs) other (please describe) - dye scan. Total bilateral occlusion. Concurrent conditions included anxiety, degenerative disc disease, bipolar disorder and bruising. Concomitant products included alprazolam, atomoxetine, baclofen, duloxetine, estradiol, hydrocodone bitartrate;paracetamol (norco), omeprazole magnesium (prilosec), ondansetron, pregabalin (lyrica), quetiapine, sulfamethoxazole; trimethoprim (bactrim) and vitamin d nos (vitamin d). In 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain ("pain"). In 2016, the patient experienced fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti often"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cyst ("tumor / teratoma cancer type: cysts"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), back pain ("low back"), abdominal pain lower ("cramping ") and endometriosis ("other injury(ies) or complication (s) please describe:endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and bilateral salpingooophorectomy,surgical removal of coil(s),diagnostic laparoscopy-lysis of adhesion). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, pelvic pain, urinary tract infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, cyst, fatigue, weight increased, irritable bowel syndrome, fibromyalgia, back pain, abdominal pain lower and endometriosis outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, back pain, bladder disorder, cyst, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on an unknown date: received in formalin in a container labeled with the patient's name and "right fallopian tube and ovary," is a 7 gm adnexa specimen including an ovary measuring 2.2 cm in greatest dimension with attached fallopian tube measuring 2.5 cm in length and 4-5 mm in diameter. Cut sectioning of the ovary reveals multiple cystic structures measuring up to 5 mm in greatest dimension, which are either hemorrhagic or filled with clear fluid. There is no discrete mass lesions. Essure device from right peritoneum received in formalin in a container labeled with the patient's name and "essure device from right peritoneum," is a segment of metal coil measuring 2.0 cm in length and 1 mm in diameter consistent with essure device with attached soft tissue. Gross examination only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and mr received,new reporter, patient demographic, lab data ,essure indication, start stop date and event injury to herself replaced with ablation, abnormal bleeding (vaginal, menorrhagia), hysterectomy (full), infection (bladder/urinary tract/vaginal)type: uti often, bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: peritoneum, nausea, dental problems, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), tumor / teratoma/cancer type: cysts, pain, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, other injury(ies) or complication (s) please describe: fibromyalgia, low back, cramping, bleeding and complications from your essure removal procedure yes were added incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.